Event description:
It was reported that a balloon kyphoplasty procedure (bkp) was performed at the l4 vertebral body of a patient diagnosed with a compression fracture. During the procedure, both balloons were initially inflated to roughly a maximum psi of 250-300. They were then deflated and repositioned. When an attempt was made to re-inflate the balloon, it ruptured and was immediately deflated and removed. The vertebral body was then stabilized with bone cement and cement fill seemed to be well distributed and contained in the vertebral body. The procedure was completed successfully. No patient complications were reported and there was no overall delay in procedure time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.